Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer had a high blood glucose value of over 500 mg/dl. Customer's other blood glucose value was unknown. The customer was treated with manual injection and manual bolus. Customer declined trouble shoot for high blood glucose. The device was not expected to be returned for analysis.